Event description:
It was reported that there was an atrial tachycardia/atrial fibrillation (af) event recorded. It was noted noise had been recorded at the atrial tip to atrial ring of the atrial lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products.: product ID: d354drg implantable cardioverter defibrillator, (ICD) implanted: (B)(6) 2012. Product ID: 6944-65, implantable tachy lead implanted: (B)(6) 2002. (B)(4).